Manufacturer narrative:
Results of investigation: vyaire medical investigatated the reported issue with the pictures provided of the fg 5/6fr.suct.cathet.s.looped w/c part number t63c, showing a close-up of the subassembly body,6fr. Suction catheter part number 65-1910c however, it does not clearly show the failure. The device history record was reviewed and no issues were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the customer sent pictures of the fg 5/6fr.suct.cathet.s.looped w/c part number t63c, showing a close-up of the subassembly body,6fr. Suction catheter part number 65-1910c. The defect could not be identified in the picture provided. Customer also sent one opened decontaminated physical sample of the fg 5/6fr.suct.cathet.s.looped w/c part number t63c with lot number 0004206274, physical sample was visually inspected, and no visual defects were found on the sample. In addition, the subassembly 6fr. Suction catheter part number 65-1910c was dimensionally inspected in order to assure that the outer diameter involved on the loose connection reported is within specification. Inspection was performed and dimension resulted acceptable, no issues were found with the subassembly involved. Therefore, we could not confirm the defect reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical the end of the t63c catheter suct coil 5-6fr cont grad 50/cs does not snuggly fit into suction tubing - there is no longer a ribbed connection and the customer was unable to get efficient seal to reach set suction pressures. It was used on a patient, but there is no harm reported.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.